Event description:
Info received that the bed hi/lo head was drifting overnight. No injury reported.

Manufacturer narrative:
Technician found the bed in shop for repair. Bed hi/lo head drifting overnight. Changed hi/lo head down valve to resolve this issue.